Event description:
The customer reported that images did not display on the monitor and there was no x-ray. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the digital memory was broken and there was also electrical failure. He repaired the digital memory. The system operates as intended.